Event description:
Customer did a blood glucose test and received a result of 103mg/dl. Customer dosed with ultra lente the customer was later found unconscious and 911 was called. The customer was given an IV. No controls were being used. A request for the return of the suspect device wes made. Replacement product was sent.